Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that that the implantable pulse generator reached end of life. It is unknown if the patient lost therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure and therapy was restored post procedure.